Event description:
It was reported, during an implant procedure, after screwing in the lead for the first time, the screw mechanism of the lead was not working. The device was explanted with a special wire obtained from the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed electrical testing to determine continuity of the conductor(s) passed. Inner insulation was kink/buckled at various locations, the outer insulations was kinked/buckled at medial section at 29 centimeters, and the tip electrode was distorted/bent. The lead had been stretched and the inner tubing buckled, which prevented the helix from functioning properly.